Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 e-mail, and (B)(6) 2016 e-mail. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported, that during a case, the unit would intermittently not switch to mechanical ventilation with the bag/vent switch. There is no report of patient injury.